Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low compared to another device (accuchek). The reporter claimed obtaining blood glucose readings of ¿168, 222, 143 and 247 with the subject meter. The reporter was unable to provide exact blood glucose reading from the other device. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.